Event description:
It was reported that the patient had massive bleeding in the upper gastrointestinal tract and was readmitted due to bleeding from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2019, blood was transfused with a concentrated red blood cell solution (less than 4 units). Gastrointestinal endoscopy and hemostasis were performed. No drug treatment. The patient received warfarin and aspirin for anticoagulant treatment at the time of event. The cause of bleeding was due to a history of lesions or diseases at the site of bleeding, which promoted the onset of bleeding in the small intestine. There was suspected an association between bleeding and this product because it suggests an association with von willebrand factor deficiency due to a ventricular assist device.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.